Event description:
Patient reported that their teeth are very uncomfortable and they no longer align. Patient provided bite video and advised them to start a rest period for open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.